Event description:
It was reported that the user attempted a pump rewind and could not insert the cartridge, resulting in an incomplete supply change, after which a guided redo of the rewind step allowed the cartridge to seat and the process to complete without alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included user troubleshooting and education on correct infusion set and cartridge change steps. Investigation of this case revealed a use-related handling issue during the cartridge insertion and rewind sequence, with no device or component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error.